Event description:
The physician was using a mo.ma ultra cerebral protection device to treat a lesion in the carotid artery. Lesion size was 20mm. The lesion exhibited moderate tortuosity and moderate calcification. No stenosis at the proximal of the lesion site. No previous stent implantation at the proximal of the lesion. No abnormalities noted during device inspection and preparation prior to use. No resistance was felt when device was passed through the lesion site. During the procedure, the physician positioned the mo.ma ultra at external carotid artery (eca) with a 0.035¿ guide wire and the eca balloon of the device was inflated. When the eca balloon was deflated, a haemorrhage from eca was noted and swelling at the cervical (neck) region was observed. The airway was secured with a cannulation, followed by coil embolization. This was deemed as a moderate and excessive adverse event for the patient. There were no issues removing the mo.ma device. The bleeding stopped after coil deployment and no further adverse event occurred. Patient is still hospitalized.

Manufacturer narrative:
Evaluation codes results: other (root cause in undetermined) inherent risk of procedure (local hemorrhage, dissection) none (no device returned) no results available since no evaluation performed (device or procedural images not provided for review) evaluation codes conclusion: other (root cause is undetermined) inherent risk of procedure (local hemorrhage, dissection) unable to confirm complaint (device or procedural images not provided for review) (B)(4).